Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated leakage in the hybrid. Hybrid analysis determined that the cause of the no-telemetry and no-output conditions were due to a depleted battery, due to constant excess current drain isolated to the radio frequency module. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. This report is based solely on device analysis. There is no information to suggest a device related adverse event or product problem was received. The device was returned to the manufacturer approximately twenty three months after the date of explant. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned to the manufacturer, it was analyzed, and tested out of specification. The patient is deceased, and the cause of death was unrelated to the out of specification finding.